Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/17/2025 to 08/21/2025 and 09/30/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 23-aug-2025. In further review of the formatted history file 1 week prior surrounding the date of 21-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/21/2025 11:52:50.000. 08/21/2025 12:02:00.000. 08/21/2025 12:04:35.000. Failed battery alert/battery failed alarm was found on: 08/21/2025 12:03:38.000. 08/21/2025 12:04:04.000. Replace battery alert was found on: 08/21/2025 12:03:39.000. Pump error 68 alarm was found on: 08/21/2025 12:05:07.000. Pump error 49 alarm was found on: 08/21/2025 12:05:07.000. 08/21/2025 12:05:24.000. Pump error 23 alarm was found on: 08/21/2025 12:05:42.000. Power loss alarm was found on: 08/21/2025 12:05:58.000. 08/21/2025 12:06:06.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, replace battery alert and power loss alarm were expected due to pump battery does not have enough power. The customer had used a no power battery. No unexpected failed battery alert/battery failed alarm, replace battery alert and power loss alarm noted during testing. Per r&d engineer mark freger, as per traces analysis I can conclude that after couple of failed battery tests and after new aa battery insertion, the pump was not able to complete the safe shutdown due to hw issue causing memory corruption and the following alarms: pump error 68, pump error 49, and pump error 23. Unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file due to hw issue. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.06 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file due to hw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and passed out. The customer reported blood glucose value of 40 mg/dl. The customer had an emergency visit to hospital, was hospitalized for greated than 24 hours and treated hypoglycemia with glucose/carbohydrate intake. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was partially performed. The customer was using the pump for 48 hour before the reported event. It was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, mmt-332a, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.